Event description:
Complainant alleged that during routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation. Internal evaluation of the device observed fluid ingress affecting multiple components. The main printed circuit board, touch screen, front bezel, pediatric switch, and the battery were replaced. The housing were cleaned. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.